Event description:
As retractor was tightened into position, the cable broke and the parts that make up the retractor fell apart in the pt.

Event description:
As retractor was tightened into position, the cable broke and the parts that make up the retractor fell apart in the patient. Additionally, the account stated that the cable did not separate or fall inside of the patient. The physician was doing a hand assist gastric bypass when the retractor lost flexibility. The nurse opened a new tray and gave the physician another retractor. The physician completed the case without further incident.